Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2009. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: endoscopic harvest of a temporalis flap for a maxillary reconstruction. Authors: ignacio arribas-garcia, md; andrea alcala-galiano, md. Citation: j craniofac surg.2009; 20: 1049-1051. Doi: 10.1097/scs.0b013e3181abb234. The use of a temporalis muscle flap for reconstruction of the maxilla is a common technique at the moment. The authors presented a new method for endoscopically harvesting the muscle flap, through minimal incisions situated in the temporalis fossa and periauricular region. This case presents a 29-year-old man with recurrence of a right maxillary myxoma. During the surgical procedure, the authors performed a wide-margin excision of the right maxilla with intraoperative histologic control on the patient under general anesthesia. The instrumentation was performed through incisions. The authors used an ultracision harmonic scalpel (ethicon) for harvest of the muscle flap. It was also reported that endoscopic muscle dissection and dissection of the muscle/fascia and muscle/periosteum were performed with the ultracision harmonic scalpel (ethicon). Reported complication included local infection in the maxillary area which was satisfactorily treated with oral antibiotics. The authors presented an innovative technique of endoscopically assisted harvest of temporalis muscle flaps through minimal and aesthetic incisions for the reconstruction of a large defect of the maxilla.